Event description:
It was reported that a large volume infusor had under infused. The infusor was filled with 240 ml of nafcillin and 15 ml of sterile water. The pharmacist primed the infusor without incident. However, 72 hours into the patient infusion most of the solution was observed to remain in the infusor. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.